Event description:
Additional information was received from the patient (pt). Patient called back stating they got a letter. Agent documented answers for patient as they were unable to write and sign the document. Pt clarified the ins did break in half inside of them. Pt believed it wasn't working and they were not getting any results with it. Patient had completely forgotten that this was installed in their buttock. Patient put it aside, and they went to their doctor because they had this lump. The doctor checked and informed the patient it was the device and it appeared to be broken in half. Pt reported they don't know what circumstances led to the device breaking in half. Patient reported they weren't getting any response from it or stimulation. Patient just put it aside and wasn't using it. Patient then eventually found out the device was broken in half. Pt reported they did go back to the doctor who installed it and they said they can remove it, but that would've required another surgical procedure and the patient decided at that time they did not want to go through that. Pt reported the issue has not been resolved. Pt doesn't know if there are any other actions to be taken other than having it surgically removed. On the call, patient wanted to know who is responsible on fixing the device and if medtronic will reach out. Agent re-directed patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome leg/back. The reason for call was caller mentioned the pt needed an MRI, but the spinal cord stimulator (scs) device was "broke in half" and cannot be charged. Caller mentioned they were uncertain what exactly was broken and mentioned the pt told them the ins just did not work. Reviewed MRI guidance.